Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure; a recurring error rendered the system unavailable for the completion of the procedure. Despite multiple attempts to resolve the issue by power cycling the system, the error persisted. An intuitive surgical inc. (Isi) technical support engineer (tse) was called, who confirmed the error. At the time of the system error, the procedure was already well advanced, with the uterus having been morcellated and removed vaginally, eliminating the need for conversion to laparoscopic or open surgery. Consequently, the surgeon had to unexpectedly complete the procedure by manually suturing the vaginal cuff, a task typically performed using the robotic system. There were no consequences for the patient, and the procedure was completed without further complications.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the core redundant power tray assembly, and the system was tested and verified as ready for use. Isi received the redundant power tray assembly for failure analysis. In the remote logs, the error was found, indicating a power tray failure and confirming the fault that occurred in the field. Upon visual inspection, no issues were found related to the reported event. The unit was installed onto a system, and after starting, the unit failed with the error. The issue was replicated after multiple power cycles. Both power supplies were checked and found to be functioning properly. A review of the site's system logs for the reported procedure date was completed, and the investigation revealed the following possible related system errors: power distribution board adc fault - an analog to digital converter voltage out-of-range on channel 7, 12.0v.